Manufacturer narrative:
A ge rep performed an on site investigation. The connections and fuses on the power signal interface were reseated and the voltage to the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a communication error message. No report of pt injury.